Manufacturer narrative:
Other, other text: additional information- needle removed from patient with no adverse effects. Information added to section b5.

Event description:
Needle removed from patient with no adverse effects.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information received a smiths medical sharps safety/jelco hypodermic needle-pro needle reported incident of" needle broke in patient's arm." Additional information is being requested at this time, as intervention would be needed to remove needle from patients arm.